Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and found that the keys on column 3 resulted in an output of the keys on column 1 (e.g. The 3rd soft key acts as the 1st soft key, the ok key acts as the on/off key, the #2 key acts the #0 key, the #5 key acts as (.) Key and the #8 key is inoperable. Further eval found this to be caused by a failed keypad. Review of the device history log did not find any "improper shutdown" alarms. However, when the ok key is selected, the pump will power off.

Event description:
It was reported that a pump "keeps shutting off."